Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal compounded baclofen and morphine. On (B)(6) 2016, the pump was replaced and a back table prime was performed; however, the catheter was not cleared of old drug. The concentration in the programmer was changed from 500mcg/ml to 761.8mcg/ml. The patient was given oral baclofen to address that they were getting less baclofen while the old drug was being dispensed from the catheter. The patient was not doing well and showing signs of underdose though specific symptoms were unknown. A dye study was planned and a systems content removal was being planned with the drug being changed to straight lioresal. Additional information indicated that a dye study was performed and showed that the catheter had migrated. The healthcare provider concluded that the compounded drug might be bad and the catheter needed to be replaced; therefore, the catheter was replaced and the drug was replaced with branded baclofen. The cause of the underdose and actions/interventions performed to resolve the underdose symptoms were unknown. It was noted that the underdose symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.